Event description:
Material#: 2202-0007. Batch#: 24036182. It was reported by the customer that seems our nicu has experienced a few issues with this tubing again. I know we had addressed the same issue in the past, but I believe they disappeared with no further issues until this past week and this week. I have 1 set for review and another set is in the hands of our clinical engineering experts for review as well. Verbatim: rcc received a complaint via email. Email(s) attached. Seems our nicu has experienced a few issues with this tubing again. I know we had addressed the same issue in the past, but I believe they disappeared with no further issues until this past week and this week. I have 1 set for review and another set is in the hands of our clinical engineering experts for review as well. Product that seems to be having this issue is below. Ref# (B)(4). Lot# (10)24036182. Exp date 2027-03-25. Additional info: donna, it looks like the issue is in the filter. It is not happening with every tubing set, but we are having the problem often and it is requiring multiple tubing changes to find a set that will work for the 24 hour timeframe.  Additional info: we encountered the same issue again with 2 sets, both same lot# (24066673),I have both sets in my possession for review. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. We have had a few patients who had to stop their lipid infusion because the tubing was not working. No serious injury, but patients went several hours without lipids. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? We began to see this intermittently beginning (B)(6) 2024. 3. Total number of occurrences? I do not have an exact number, but at least 10 times in the last 3 weeks. 4. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? The tubing that we were able to collect was sent to steve parre.

Manufacturer narrative:
It was reported that the samples would occlude before 24 hrs. Three samples model 2202-0007, lot 24036182 were returned for investigation. Prior to functional testing the sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The lipids were clogging the filter so the line was flushed with water. The sets were primed with 85% glycerin/ 15% water solution and an infusion run was performed at a rate of 1 ml/hr for 24 hr. No occlusion was observed. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. A device history record review for model 2202-0007 lot number 24036182 was performed. The search showed that a total of 23043 units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module infusion set was occluded the following information was received by the initial reporter with the following verbatim: it was reported by the customer that seems our nicu has experienced a few issues with this tubing again. I know we had addressed the same issue in the past, but I believe they disappeared. 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. We have had a few patients who had to stop their lipid infusion because the tubing was not working. No serious injury, but patients went several hours without lipids. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? We began to see this intermittently beginning (B)(6) 2024. 3. Total number of occurrences? I do not have an exact number, but at least 10 times in the last 3 weeks. 4. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? The tubing that we were able to collect was sent to (B)(6).